Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. High capture threshold was noted on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction - method code is corrected in follow up report.